Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 128 mg/dl. The customer stated that the up arrow button and esc button stopped responding. The customer does not recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: unit received with no button response due to unlocked j2/lcd keypad connector. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.